Event description:
It was reported that the pump exhibited a primary audible alarm, acu watchdog failure, and base test timeout. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed cracks to the top case towards front right corner, right plunger case, bottom case and battery door. The tamper seal was broken. Review of the event history log (ehl) showed multiple primary audible alarm post. The device was powered on and an occlusion test was performed and the reported issue was not duplicated. The pump was functionally tested and no evidence of a hardware issue that could contribute to the reported primary audible alarm was found. The firmware release corrects the issue of pumps falsely identifying a paa system failure in most, but not all conditions. There may be instances when the alarm loudness is set to level 1 (quietest) that the pump alarms for paa system failure when there is no issue with the audible alarm. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).